Manufacturer narrative:
(B)(6). Device is a combination product. Device returned to MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: MDR ID 2134265-2013-03670. It was reported that following a coronary stenting treatment procedure, instent restenosis occurred. On (B)(6) 2010 the patient presented with unstable angina and cardiac catheterization was recommended. The 80% target lesion was a de novo lesion located in the proximal segment of the saphenous vein graft to the right posterior descending artery with a lesion length of 30mm and a reference diameter of 4.0mm. A 4.00 x 20 mm taxus liberte stent was directly deployed in the target lesion proximally overlapping with another 4.00 x 8 mm taxus liberte stent. Following post-dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and prasugrel one day post procedure. On (B)(6) 2013, the patient presented with chest discomfort and an abnormal stress test was noted. The patient was hospitalized on the same day and cardiac catheterization was recommended. At the time of the event, the patient was only on aspirin, the study drug was last taken on (B)(6) 2012. Coronary angiography revealed a patent but severely proximal restenotic lesion of the prior study stents. The patient was referred for percutaneous coronary intervention. The 85% focal in-stent restenosis noted in study stents placed in svg to r-pda was treated with balloon angioplasty and placement of 4.0 x 38 mm non-bsc stent. Following post dilatation, there was residual stenosis at the distal edge of the stent as a result of which another 2.5 x 8 mm non-bsc stent was deployed. Following post dilatation residual stenosis was 0%. The event was considered as resolved without residual effects and the patient was discharged on the same day with aspirin and prasugrel.